Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had cp support that was ongoing for a patient with multiple cardiac comorbidities. The pump was placed but the limb became ischemic on day 2 of the support. The team placed perfusion sheaths/catheter and the team continued the cp support. No explant or further intervention.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.